Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, adverse events associated with the use of stent or with the endovascular procedures include, but are not limited to: complications, death and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that 2 month-post successful stent-assisted coil embolization of an aneurysm located on the basilar apex, the patient mechanically fell and had subsequent falcine subdural hematoma. Hospitalization/prolonged hospitalization was required. The event was resolved without residual effects 2 days later. Eight days post fall, the patient suffered severe aspiration pneumonia and multi organ system failure. The patient died 15 days post fall. According to the clinical events committee (cec), the fall and subsequent falcine subdural hematoma were related to parkinson's disease, concomitant medication (plavix/asa), and atlas stents (subject device) and severe aspiration pneumonia and multi organ system failure were related to parkinson's disease, medical complications, and atlas stents. Had the patient not had an intracranial stent, she would not have been on dual antiplatelet therapy (dapt) so this event is device and drug related.

Manufacturer narrative:
This is the first of 2 reports. Subject device remains implanted.

Event description:
It was reported that 2 month-post successful stent-assisted coil embolization of an aneurysm located on the basilar apex, the patient mechanically fell and had subsequent falcine subdural hematoma. Hospitalization/prolonged hospitalization was required. The event was resolved without residual effects 2 days later. Eight days post fall, the patient suffered severe aspiration pneumonia and multi organ system failure. The patient died 15 days post fall. According to the clinical events committee (cec), the fall and subsequent falcine subdural hematoma were related to parkinson's disease, concomitant medication (plavix/asa), and atlas stents (subject device) and severe aspiration pneumonia and multi organ system failure were related to parkinson's disease, medical complications, and atlas stents. Had the patient not had an intracranial stent, she would not have been on dual antiplatelet therapy (dapt), so this event is device and drug related.